Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2013 with the following findings: the pump booted on with a blank screen, but did have audible and vibration tones. There was a reboot call service alarm in the history. Once the software was reloaded, the pump was able to boot to the verify screen and run for 24 hours.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after a battery change. The reporter also stated that the pump did vibrate and had audio tones, but the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.